Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the mitraclip delivery system (cds), a leak was noted coming from the gripper lever cap. The cap was tightened but the leak continued. The cap was removed, and the gripper line was noted to be jammed between the o-ring and the gripper lever, the gripper line was untwined, and the o-ring was repositioned correctly. The gripper line was twined back in place and the same cap was placed back on the device. This time the device functioned correctly. The same device was used for the procedure without further issue. A total of two clips were implanted, reducing mixed mitral regurgitation (mr) from grade 3-4 to 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated. The definitive cause for the reported leak and physical property issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.